Manufacturer narrative:
The device has been received, however, the evaluation of the device has yet not begun. A supplemental report will be submitted when the device evaluation has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the acute stroke/angioplasty (location: m1 distal) procedure, at the time of second pass, the microcatheter was delivered by the penumbra 5max to the target lesion and took an angiographic image. Then it appeared that contrast medium was leaking from the microcatheter at about 5cm from the distal tip. The physician was aware that the microcatheter might have had a pin hole, but the device was continued to be used. The mechanical thrombectomy device was delivered to the target lesion, and retrieved with microcatheter into the penumbra 5max for removal from the patient. The clot was removed successfully, and tici2b was achieved. The anatomy was medium in tortuosity, and medium size in diameter.

Manufacturer narrative:
Based on the device analysis and reported information, the report of catheter leak could not be confirmed. No leaks were detected with the marksman microcatheter during testing. In addition, images (relevant to the complaint) were not returned for analysis. The lot history record showed no discrepancies that would have contributed to the reported experience. In addition, all products are 100% inspected for damages and irregularities during manufacture. Therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marksman micro catheter device was returned for analysis. Upon visual inspection, no issues or irregularities were found with the marksman micro catheter hub. No bends or kinks were found with the marksman micro catheter body. The marksman micro catheter was flushed, water exited only from the distal tip; no leaks were detected. The marksman micro catheter was then submersed in water and flushed with air. Air exited only from the distal tip; no leaks were detected. During the device analysis, the marksman micro catheter surface was noticed to be irregular near the distal tip. The catheter inner wire was examined within this section and found to be present. No other anomalies were observed with the marksman micro catheter. No other anomalies were observed. If information is provided in the future, a supplemental report will be issued.